Event description:
The customer opened his new contour next usb kit and found the cap open on the sample bottle of test strips.no adverse events were alleged.the strips were discarded. Only meter information was provided. The test strips were replace, as exposure to moisture can cause high test results.